Event description:
The reporter rec'd an er1 message, compared the confirmation dot to the test strip vial color chart and it reportedly corresponded to the 350mg/dl range. She retested and rec'd a result of 165mg/dl.